Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2004 - the pt underwent implantation of a bard flat mesh during a total abdominal hysterectomy, bilateral salpingo-oophorectomy, presacral colpopexy, burch procedure, and enterocele repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's operative report only. We have contacted the initial reporter to request additional info and to request return of the device for eval. A malfunction review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a f/u MDR will be submitted.